Event description:
Material no. 309657 batch no. 1054327. It was reported by the customer that medicine had a brownish hue when drawn up into the syringe. Verbatim: we have a customer complaint from units in use by patients indicating that: the medicine had a brownish hue when drawn up into the syringe. We request a batch record review be completed and returned to us by next friday 6/17. Bd batch: 1054327.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material no. 309657, batch no. 1054327. It was reported by the customer that medicine had a brownish hue when drawn up into the syringe. Verbatim: we have a customer complaint from units in use by patients indicating that: the medicine had a brownish hue when drawn up into the syringe. We request a batch record review be completed and returned to us by next friday 6/17. Bd batch: 1054327.